Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection vancomycin (2 grams every five days, route and duration not reported) and injection heparin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the patient's peritoneal fluid was clear and the patient was recovered from this peritonitis event (unreported date). Should additional relevant information become available, a supplemental report will be submitted.